Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The device's electronic records were downloaded where it was determined that the actual date of event was (B)(6) 2018. As a result, event date, has been updated accordingly. Physio-control performed a voltage drop test on the device which indicated that worn battery pins were the cause of the reported issue. Physio-control then replaced the device's battery pins and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off twice during an event. The customer advised that medical personnel were monitoring the patient when the reported issue occurred. There were no reports of adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control attempted to contact the customer in order to obtain additional information about both the patient and the event; however, no response was received.

Manufacturer narrative:
The customer responded to physio-control's requests for additional information about the patient and event. As a result, sections a1, a2, a3, a4, b5, b6 and b7 have been updated accordingly. The customer confirmed that that the patient, a 44 year-old female, survived the event and that there were no adverse effects to the patient as a result of the reported issue. The customer advised that the emergency call was "cardiac" in nature, but that there was no cardiac arrest. The customer advised that medical personnel were attempting to monitor the patient when the reported issue was observed and that there was no backup device readily available. The customer stated that it took approximately 40 minutes before a backup device could be obtained.

Event description:
The customer contacted physio-control to report that their device powered off twice during an event. The customer advised that medical personnel were monitoring the patient when the reported issue occurred. The customer confirmed that that the patient, a 44 year-old female, survived the event and that there were no adverse effects to the patient as a result of the reported issue. The customer advised that the emergency call was "cardiac" in nature, but that there was no cardiac arrest. The customer advised that medical personnel were attempting to monitor the patient when the reported issue was observed and that there was no backup device readily available. The customer stated that it took approximately 40 minutes before a backup device could be obtained.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off twice during an event. The customer advised that medical personnel were monitoring the patient when the reported issue occurred. There were no reports of adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control attempted to contact the customer in order to obtain additional information about both the patient and the event; however, no response was received.